Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No evaluation performed as the issue was resolved during troubleshooting.

Event description:
A site representative reported that during cranial biopsy procedure, the site was unable to track biopsy needle after locking the trajectory. Bio-med confirmed that the guide system was in and the biopsy needle was inline. A medtronic representative recommended site to exit and re-enter the software. Surgeon was able to obtain samples. The biopsy went from trajectory, guidance to coronal, sagital. Site confirmed that after manipulating the camera, it tacked the needle and the site proceeded with procedure. Site had several biopsies and had no issues with tracking. Medtronic representative believes the issue was due to poor positioning of frame and camera. The procedure was completed with the use of navigation. There was a delay of 5 minutes. No impact on patient outcome.